Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a membrane leak during the plasmalyte priming from the blood phase to gas phase of the extracorporeal membrane oxygenation circuit (ECMO circuit). This was identified as a significant leak. The cardiac perfusionist was priming the circuit and was fully aware of the procedure to do so. This was prior to connection to any patient and therefore there was no risk to a patient, and safety checks are standard to ensure integrity of the circuit. However, had this been missed this could have been a significant patient risk. The device was intended to return for evaluation. The device was gravity primed. The leak was noticed within 5 minutes of beginning the gravity prime process, whilst additional components were being added to the circuit. The leak became substantial once the centrifugal pump flow was initiated. The leak occurred during gravity priming. The pump was off. There was no pressure monitoring. On further investigation it was advised that this also occurred with a different set in (B)(6) 2025 (MFR: 3003752502-2025-00001; MFR: 3003752502-2025-00002).